Manufacturer narrative:
Correction/removal number: 1627487-12192011-003-r. 1627487-07262012-002-r. This ipg serial number was included in field advisories. The device model is also associated with a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2014-00030. It was reported the patient (B)(6) experienced uncomfortable warmth at the ipg site while recharging. The patient reportedly recharged the ipg with the antenna directly on the skin. In an effort to resolve this matter, a low energy charging system was issued to the patient.